Event description:
One endeavor spirit drug-eluting stent was implanted in a distal lad lesion. A spontaneous gi bleed is reported to have occurred approx 1 mo following the index procedure. It is reported that the event lead to a hemodynamic compromise. A prbc transfusion of 4 units was required. Investigator has indicated that event was not related to study stent or procedures. Pt was asymptomatic / free of symptoms at the 30 day f/u stage.

Manufacturer narrative:
(Gi bleed requiring secondary intervention).